Manufacturer narrative:
(B)(4). Batch #: 203a34. Investigation summary: two photos along with the device was submitted to ethicon endo surgery for evaluation. During the visual analysis of the photos, the following was observed: the photo shows a device from the anvil area and one missing bearing from the right side was noted. The second photo shows a loose bearing on the table. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one ntlc75 device was returned with no reload present and had the right bearing missing from the device, the missing bearing was not returned for analysis, however a picture of the bearing was provided by the customer, which denotes that the bearing was present on the device when manufactured. The left bearing was present and in position within the saddle pin. Further investigation show that no damage or scratches were noted on the shrouds, no damage to the saddle pin was noted and the overall appearance of the device did not showed evidence of being used. The device was tested for functionality with a test reload, it fired without any difficulties. The staple line and cut line were complete, and the staples meet the staple form release criteria. As part of our quality process, the manufacturing records of this batch were reviewed, and the manufacturing standards were met prior to the release of this batch. Based on the event described and the photos provided by the customer, the bearing was noted to have fallen off from the device while opening the package prior to device use. The event description also stated that another device was used to complete the surgery, and it can be concluded from the description that the bearing did not enter the body cavity as the device was not used. The event reported did not have a patient impact. However, since the bearing was not returned with the compliant device, an analysis code of ¿missing bearing¿ will be assigned to this complaint. Based on the information currently available, a product issue was identified during the investigation of the sample received. This product issue will be addressed through ethicon endo surgery¿s quality system. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post market surveillance.

Event description:
It was reported that during pancreaticoduodenal surgery, opened the packing ,noted a component of device fell off from the instrument. Another device was used to complete the surgery. There were no adverse consequences to the patient. No additional information could be provided.